Event description:
It was reported that a homechoice (hc) device emitted a sweet, burning odor. This was noticed during an unknown step of therapy, while the home patient (hp) was connected. This did not occur during the first clinical use of the device. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new hc arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1995. A device history review and service history review were completed with no issues related to the report condition. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Internal and external inspection was performed with no issues noted. The device powered up with no issues and passed voltage checks. The focused power section, pump heater pan, and pcb components were checked with no problems identified. The device passed rite (returned instrument testing evaluation) electrical and functional tests, and no burning smell was noticed. An event history log review was performed and could not confirm the reported problem. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.